Manufacturer narrative:
No components were removed from a patient or replaced.

Event description:
Additional information received on 4/8/97 indicates the tubing was dissected during a hernia surgery.